Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.75x24mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x24mm promus element plus drug-eluting stent was advanced but failed cross the lesion and the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual examination of the stent found the stent struts on the distal end to be lifted. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.75x24mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x24mm promus element plus drug-eluting stent was advanced but failed cross the lesion and the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.